Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, investigation conclusions: code d16 provided in the initial medwatch report was withdrawn. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Event description:
It was reported to gore that on may 16, 2023 a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect with rims present. 24 hours post implant, the patient reportedly had developed an second degree atrioventricular block. Reportedly, steroidal medication was administered to treat the condition. On may 24, 2023 it was reported that the atrioventricular block had resolved.

Manufacturer narrative:
H3, code "other": the device remains implanted. Therefore, an device evaluation could not be performed. H6, investigation findings, code c19: the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.